Event description:
Vague report of pump reported to free-flow during patient use. D5w was being infused at the time. Attempts were made to obtain extra information regarding patient status, medical intervention, pt injury, age of pt and the medication involved but the hospital risk manager would not provide any of that info to writer.